Event description:
It was reported that during a lead revision procedure for this patient's right ventricular (rv) lead, the physician accidently dislodged this right atrial (ra) lead. This ra lead was subsequently damaged and noted to be non-functional. A new ra lead was implanted successfully. No additional adverse patient effects were reported.